Manufacturer narrative:
The actual sample has not been returned to manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During multiple blood draw, the sheath covering the needle did not cover the needle again when removing the blood collection tube, and could not prevent blood leakage.this caused lab technician to come in to contact with patient's blood.